Event description:
It was reported to covidien on 2/15/10 that a customer had an issue with a hemodialysis catheter. The customer reports he is seeing inflammation around the exit site with the palindrome ruby. Catheter was removed and replaced with a base palindrome without silver coating.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.